Event description:
It was reported that doctor mcdaniel had problems with the emerald inserters. Reportedly, the inserters were scratching and tearing the za9003 intraocular lens (iol). The inserters will be returned, the iols were discarded. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5, patient information: information unknown/not provided. Section b3, date of event: information unknown/not provided. Reporting two lot numbers below as it's unknown which lot# was used. Section d4, lot number: 2-122. Section d4, expiration date: sep 2, 2012. Section h4, device manufacture date: unknown/not provided. Section d4, unique identifier (UDI) number: (B)(4). Section d4, lot number: 1-001. Section d4, expiration date: oct 11, 2012. Section h4, device manufacture date: unknown/not provided. Section d4, unique identifier (UDI) number: (B)(4). Section d6a. If implanted, give date: not applicable as this is not an implantable device. Section d6b, if explanted, give date: not applicable as this is not an explantable device. Section h6, medical device problem code: 3191, this code was used for dissatisfaction - quality/design issue with the device. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes returned to manufacturer on: may 30, 2023 section h3. Device evaluated manufacturer? Yes . Device evaluation: devices (handpieces) were returned and no visual or functional defects were observed. Risk analysis was performed and risk was determined to be low, with minimal consequences and the risk likelihood determined as unlikely to occur. A device history record review was performed with no evidence of nonconformance. The concomitant product iols were discarded by the customer and were not returned. The reported damage to the lenses could not be evaluated. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remain unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.